Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medical professional's tablet was failing to communicate. When the white serial cable was replaced, the issue resolved. No patients were adversely affected. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.